Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that 4 weeks ago they fell down 4 steps that were icy/oily and fell on their device in the same quadrant of the body. The caller reports that now they are swollen, sore with burning/tingling pain. They tried to use their external equipment but it "didn't receive the message". Advised caller to locate external equipment, they were able to charge the handset and it was showing 100%. The caller did not have the charging cable for the communicator and it would not power on. Emailed repair to send charging cable and adaptor for communicator. Warm tx caller to patient registration to update address, name and dob. The caller has already left a message for their managing hcp.